Manufacturer narrative:
Follow-up #1 07/21/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad buttons were found to be responding appropriately to button presses. Unrelated to the complaint, the bolus button was missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
Patient's mother reports that the pump's keypad is locked and she noticed that the pump is no longer responsive to presses of the ok button. Patient reportedly wore the pump exterior to garment and did not clean the pump.

Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.